Event description:
Sales rep reported that he was called in a doctor's office to show him mdm and adm samples. When sales rep walked in, he heard the doctor explaining an x-ray of an mdm dislocation to a woman in the room. Sales rep does not know who the x-ray is connected to, which surgeon performed the surgery, etc. He will try to obtain more information.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mdm liner. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.